Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors instrument had a limited and imprecise motion. There was no report of patient involvement or no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm monopolar curved scissors (mcs) instrument to perform failure analysis. The instrument was analyzed and found to have blade damage at the bottom, middle and tip of the blade. One of the blade edges was indented which prevented the blades from closing.

Event description:
Refer to h11 for follow-up information.